Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.

Event description:
It was reported that the programmer incurred an error message and will be returned for repair. There were also two programmer heads that are also to be returned for replacement; one had a damaged cord and the other was unable to reprogram devices. There were no patient complications as a result of this event.